Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging polycythemia vera, bronchitis and acute kidney injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on sep 19, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging polycythemia vera, bronchitis and acute kidney injury that are related CPAP device's sound abatement foam. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed that there is an unknown contaminant, possibly insect excrement, was observed on the top enclosure, rear panel, bottom enclosure, and on the blower box cap, unknown contaminant was observed on the front panel, inside the inlet of the blower box, blower, and blower box, a dust-like contaminant was observed on the top enclosure, front panel, rear panel, inside the inlet of the blower box, on the blower box cap, blower, blower seal, and blower box, dried liquid spots with potential mineral deposits were observed on the blower, possible insect carcasses were observed on the bottom enclosure, keratin-like substance was observed on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust-like contaminant, keratin-like substance and unable to address the patient's symptoms. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.